Event description:
Had titanium marker placed in breast after a core biopsy. Since then my eyes have been swollen and puffy and bad anxiety and panic attacks. My heart rhythm is very fast. I was, before this event, very healthy and never suffered from anxiety. Just seems very very coincidental. I am having surgery to remove it in 2 weeks. I will then let you know what the outcome has been.